Event description:
Blood was noted to be dripping from the blood pump housing on the front of the machine and onto the floor during a hemodialysis treatment. Treatment was terminated without returning the patient's blood in the extracorporeal circuit. Estimated total blood loss was 300-350 cc. There was no patient complication or medical intervention. A cut was noted on the blood pump segment of the arterial bloodline.